Manufacturer narrative:
(B)(4). - supplemental MDR - safety mechanism broke (safetyglide). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information was provided.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide safety mechanism broke. The following information was provided by the initial reporter: syringe did not shield correctly. Nurse had a finger prick accident.